Manufacturer narrative:
The initial reporter also notified the FDA on 28 january, 2020. Medwatch report # mw5092324. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was discovered prior to use with a bd syringe luer-lok¿ tip. The following information was provided by the initial reporter: it was reported that 10 ml syringes have fm. Red object staining on syringe within sterile wrap, appears adherent to syringe,

Manufacturer narrative:
Investigation: four photos and one 10ml syringe inside a sealed package, confirmed to be from batch #9305108 (p/n 302995), were received. The sample was visually evaluated. A small piece of red foreign matter was observed to be embedded in the barrel wall around 1ml but outside the scale markings. The foreign matter was identified to likely be a piece of red rubber gasket material from the molding process. It was larger than level 3 in size and rejectable per product specification. Potential root cause for the foreign matter defect is associated with the wear and tear of a red gasket in the molding press. A small piece likely separated from the gasket prior to it being replaced and got molded along with the good plastic material. A damaged gasket was identified during the monthly pm check during the time this batch was manufactured. It was replaced immediately. DHR was performed. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 9305108 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment.

Event description:
It was reported that foreign matter was discovered prior to use with a bd syringe luer-lok¿ tip. The following information was provided by the initial reporter: it was reported that 10 ml syringes have fm. Red object staining on syringe within sterile wrap, appears adherent to syringe,